Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin reaction. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: not available omnipod software app version: not available operating system: not available hardware: not available cgm sensor type: not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the prestataire that the patient had a skin reaction at the infusion site (hip/buttocks) while wearing the pod between 5 and 24 hours. The patient was diagnosed with a skin allergy. As treatment, the patient changed the medical device. No further information was reported.